Event description:
Nellcor puritan bennett received a call from a representative of a facility on 02/08/2000. Facility called to report the following problem: vent stopped delivering breath while on pt. Gave setting error first then stopped ventilation. No pt harm reported. Occurred while caregivers were in room to suction pt.